Event description:
It was reported that the patient passed away. The cause of death was secondary to arrythmias and cerebral vascular accident. It was reported that the patient's outcome was not device or therapy related. The device will not be explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome.

Manufacturer narrative:
B2 - outcomes attributed to adverse - correction. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU,rev. B is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, cardiac arrhythmia, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.